Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units safety disc is missing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional point of contact: (B)(6). A getinge field service engineer (fse) visit carried out and verified that kit 0040-00-0146 is missing, but the safety disc is missing. The same is being requested, after tests verified the need to replace the 02 batteries and as soon as it arrives, installed all parts to release the equipment. The equipment cleaned and cycled for a time and showed no defect.

Event description:
N/a.